Manufacturer narrative:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is bulging and not holding charge. No damages or defects were observed to the battery or to the battery compartment. No swelling or bulging was observed. No problem was found. A battery was returned with the device. The device initially could not be powered on under its own power. After charging the device, it had no issues powering on. No damages or defects were observed to the battery or to the battery compartment. No swelling or bulging was observed. Inspection of the log files found signs of power sensitivity issues. The battery level was observed to decrease from 80% to 7% in about an hour. Investigation confirms the battery was unable to hold charge for 48 hours per the design specifications and therefore no further battery life testing is required. The exact cause of the battery not holding charge could not be conclusively determined.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is bulging and not holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.